Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. Based on the results of the investigation, the event, ¿foreign materials in aw-channel¿ and ¿foreign materials in aw-cylinder¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from a-rubber. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ detection methods are written in IFU: gif-1100 operation manual chapter 3 preparation and inspection. ¿ prevention measures are written in IFU: gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: water leakage was found due to a pinhole on a-rubber, damage on ch-tube, suction volume did not meet the standard value, scope cover deformed, c (plastic distal end cover) had chip, adhesive around objective lens corroded, adhesive around light guide lens corroded, adhesive on a-rubber cracked and switch fpc (flexible printed circuit) had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope image transfer works intermittently. There were no reports of patient harm. The device was returned for evaluation and during the evaluation, it was found that there was foreign object in the air water tube and air water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.